Event description:
Oracle ro (B)(4): fails accuracy (B)(4) (during testing / no patient injury).

Manufacturer narrative:
Event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the device was in good condition as all was intact. There was no evidence of the reported problem (error) recorded in the event history log as the log was unavailable. The customer reported problem fails accuracy was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Thus, it was recommended that the expulsor be trimmed as corrective action. The root cause of reported problem was unknown. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: corrections: d4: model number 6400.